Event description:
Non-driven trolley assembly on transactive power traverse disconnected from lift motor while transferring patient into bathroom. Driven trolley assembly remained connected, preventing further damage or injury. Upon investigation, realized nyloc nut holding the non-driven trolley disengaged and the trolley separated from the trolley plate. Lift was 10 years old.

Manufacturer narrative:
A bulletin has been issued to our dealers to implement the decommisioning requirement of 10 years or 22,500 cycles. Additional inspection added to annual checklist.